Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a tep hernia surgery, the device's balloon physically broke. The patient was alive with no injury. The device was discarded by the customer.